Event description:
It was reported that patient presented for an unrelated procedure. Post-procedure interrogation revealed that the atrial lead exhibited a high capture threshold. Subsequent x-ray imaging confirmed that the lead had become dislodged. The lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that patient presented for an unrelated procedure. Post-procedure interrogation revealed that the atrial lead exhibited a high capture threshold. Subsequent x-ray imaging confirmed that the lead had become dislodged. The lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.